Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump used for total parenteral nutrition under delivered. Per reporter pump was programmed 1497 ml/12h in the evening and in the morning almost all of the fluid remained in the intravenous bag; however, the pump indicated that approximately 520 ml had been delivered. It was reported that the pump was subsequently reprogrammed and started again and stopped in the afternoon. The pump indicated 500 ml was delivered; however, almost 1000 ml remained in the intravenous bag. No adverse patient effects were reported.